Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on (B)(6) 2018. The device was returned at mentor containing gel with a cloudy appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Additional crease was found within the rent. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation with an unknown mentor gel prosthesis heard a pop while she was working out post procedure; then the she noticed the right breast started to change. Imaging shows leak on the right breast prosthesis. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.